Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. The patient's parent stated the cgm displayed 150 mg/dl, while the blood glucose meter displayed 40 mg/dl. Shortly after the discrepancy was observed, the patient felt unwell and fell to the floor, so her father took her to the hospital. She was treated with an emergency glucagon injection and glucose, and her insulin pump was stopped. The patient was released from the hospital shortly afterwards and was feeling well at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.